Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity. It was reported that there was a pump revision for an unknown reason. There were no symptoms reported and the device was explanted on (B)(6) 2016.